Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was 400 mg/dl. Customer advised they had two infusion sets that had bent cannulas. Customer advised they changed out their infusion sets which resolved the issue. Customer declined to troubleshooting for the no delivery alarm and high blood glucose levels stating they understood the reasons for the issues. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.